Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a correction bolus via pump to address bg level. During troubleshooting it was discovered that the damage is cosmetic only and does not affect the pumps functionality.